Manufacturer narrative:
The field service engineer performed various cleanings, checks, and adjustments. Precision testing and qc were according to expectations. The calibration and qc data were acceptable. This rules out a general reagent problem. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for three patient samples with the cobas 8000 c702 module. Sample ID (B)(6): the initial result was 137.8 mg/dl. The repeated result on the same instrument was 95.2 mg/dl. Sample ID (B)(6): the initial result was 116.5 mg/dl. On (B)(6) 2021, the repeated result on another instrument was 83.9 mg/dl. Sample ID (B)(6): the initial result was 121.8 mg/dl. On (B)(6) 2021, the repeated result on another instrument was 88.2 mg/dl. The questionable results were not reported outside of the laboratory. The reagent lot number was 521640 with an expiration date of 31-mar-2022.